Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a scope communication error code e216. The issue occurred during a colonoscopy procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error and corrosion under the ethylene oxide (gas) valve at the scope connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e216 scope communication error and b30 scope communication error occurred due to leakage from ethylene oxide (gas) valve and corrosion under the ethylene oxide (gas) valve at the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.